Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient has been back to their doctor three times to get it adjusted and she has had no luck with it. Last time the manufacturing representative (rep) did the adjustments, but they cannot get in touch with them. No further complications have been reported. No patient symptoms were reported. Additional information was received from the patient. It was reported that on (B)(6) 2017 the hcp assistant told them that their voltage had changed or something was wrong with the leads. The patient met with the rep approx. (B)(6) 2017 and changed settings and got some relief. Still not the same as before. No further patient symptoms or complications were reported in the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that reprogramming resolved the lead issue. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that no new troubleshooting or actions were taken to resolve the issue and the issue had not been resolved. No further complications were reported as a result of this event.